Event description:
During preventative maintenance of the device, the filed service representative reported that the tank cover was missing. Since the event occurred during preventative maintenance, there was no pt involvement during this event.